Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrl1, ipg, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that two weeks after a routine device replacement procedure, it was noted that the right atrial and ventricular leads had been reversed in the device header. The leads were inserted into the correct ports and the system remains in use. No patient complications have been reported as a result of this event.